Event description:
The pt was implanted with a left ventricular assist device (lvad). The info provided indicated that the pt underwent a routine transplant procedure with no pump related issues reported while the pt was being supported by the lvad; however, the hospital requested a post-transplant eval of the pump.

Manufacturer narrative:
The pump was returned assembled with the percutaneous lead(lead) cut approx 1" from the pump housing along with an approx 9" section of the internal portion of the lead. The sealed inflow conduit was returned attached to the pump's inlet port. The sealed outflow graft and the outflow elbow were returned attached to the pump's outlet port. The sealed outflow graft bend relief was returned detached from the device. The sealed outflow graft bend relief collar was returned detached from the outflow graft nut. Visual examination of the sealed inflow conduit, the sealed outflow graft, and the outflow elbow prior to disassembly revealed no evidence of depositions or thrombus formations. Examination of the rotor inlet upon disassembly of the pump revealed adhered thrombus formations surrounding the inlet stator bearing cup and the rotor bearing ball. These thrombi appeared to have developed as one formation that was pulled apart as a result of the pump disassembly process. Although a specific cause for the development of the observed thrombus could not conclusively be determined through the eval of the pump, its laminated structure and denaturation indicate that it likely formed over an undetermined period of time while the pump was supporting the pt. Disassembled pump's bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the returned portions of the percutaneous lead did not reveal any discontinuities or electrical shorts. Upon removal of the observed thrombi, the pump was cleaned, reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The retrieved data from our testing revealed normal pump power consumption, comparable to what was recorded during the mfg process and the pump functioned as intended. A review of the device history record revealed that the device met applicable specs. No further info is available. The MFR is closing the file on this event.